Manufacturer narrative:
The following devices were also listed in this report: tri ts femur sz5 left; 5512-f-501 ;daz3i; tri ts baseplate size 6; 5521-b-600 ; edx4ga; tri press-fit stem 19mm x 100mm; 5565-s-019; 0066214m; triathlon femoral distal augment 5mm - size 5 left; 5540-a-501; evl7u; triathlonasymconeaugsz d lm/rl; 5549-a-241; ay5h; tri post augment sz5 5mm; 5543-a-500; eug3z; tri press-fit stem 18mm x 100mm; 5565-s-018; 0102684k; triathlon femoral distal augment 5mm - size 5 left; 5540-a-501; byv7h; tri post augment sz5 5mm; 5543-a-500; e3z4e. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. All stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. Additional information including pathology reports, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's left knee was revised due to infection. A femoral component, insert, and tibial baseplate were removed and a cement spacer with 2 stems added were implanted. Rep reported he may be able to obtain the usage sheet from the prior procedure, and otherwise confirmed that no further information will be released by the hospital or surgeon. Update 23/february/2021 wg: rep provided the usage sheet from the previous procedure. 5 augments and 2 stems were also revised.